Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds0284 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that damages were found with the catheter when checking for integrity prior to placement. Opened the package of another kit of catheter for use in this patient. 3/3/2021 - additional information: there is a hole in the catheter "about 1-2mm on the catheter body".

Event description:
It was reported that damages were found with the catheter when checking for integrity prior to placement. Opened the package of another kit of catheter for use in this patient. (B)(6) 2021 - additional information: there is a hole in the catheter "about 1-2mm on the catheter body".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed, but the exact cause could not be determined. One 4fr s/l groshong PICC was returned for investigation with the stylet in the lumen. A functional test revealed a spraying leak between the 53 and 54 cm depth marks. A microscopic examination revealed a semi-circumferential slit in the clear portion of the tubing. The cross section was observed to be glossy and striated, which is consistent with a sharp instrument cut. It appears that the catheter was inadvertently nicked with a scalpel or other sharp blade. It was reported that the damage was detected prior to placement. The instructions for use (IFU) state, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ h3 other text : evaluation findings are in section h.11.